Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving compounded baclofen (1000 mcg/ml at 395.7mcg/day), morphine (1.4 mg/ml at 0.554 mg/day) and bupivacaine (25 mg/m at 9.894mg/day) via an implantable infusion pump. It was reported that the pump had eroded through the patient's skin. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. Surgical intervention was planned; the patient was alive with injury. No further complications have been reported as a result of this event.